Event description:
Kimberly-clark received a report from (B)(6) stating, (B)(6) 2011 patient's mother attempted to replace feeding tube. It was difficult. She asked the visiting nurse to insert an 8 fr suction catheter in the stoma. The mother then took the patient to the hospital to have the on duty doctor replace the feeding tube. The doctor was not confident in the replacement and ordered an x-ray with contrast to confirm placement. Contrast medium shown in the duodenum. The patient was sent home with permission to feed. The patient is given 2 feedings of 300 ml each. (B)(6) 2012 patient is found to be cyanotic and returned to the hospital. Patient was in shock. By x-ray it was determined that the tube was not in the stomach and the patient had developed peritonitis. Abdominal surgery was performed to remove the feeding from the peritoneum. Acute renal failure developed and the patient died. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The hospital indicated that the device involved in this incident was not available, so the device was not returned to kimberly-clark for analysis. The (B)(4) directions for use state that tube replacement must be performed by a doctor. Based on the details provided in the report, the event was likely caused by separation of the stomach from the abdominal wall. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.